Event description:
It was reported by service report that the bed would act erratically when it was plugged in, and then it would not work at all. No pt involvement or adverse consequences were reported.